Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device change out procedure due to elective replacement indicator, device and leads were tested via the programmer and all leads were stable with no noise. During the device change out procedure, leads were connected to the new device and the rv lead noise was observed. Leads were disconnected and reinserted and the rv lead showed noise. Lead was tested through an analyzer and noise was observed. Lead was connected to the old device and noise was observed again. Noise was not due to oversensing and complete noise and no identification of any normal heart activity. Physician opted to replace the lead at this point. Lead was capped on (B)(6) 2018 and a new lead was implanted with no difficulty. Patient was stable prior, during and post procedure and discharged.

Manufacturer narrative:
Correction: fracture not captured in previous report.

Event description:
It was reported that during device change out procedure due to elective replacement indicator, device and leads were tested via the programmer and all leads were stable with no noise. During the device change out procedure, leads were connected to the new device and right ventricular (rv) lead noise was observed. Leads were disconnected and reinserted and the rv lead showed noise. Lead was tested through an analyzer and noise was observed. Lead was connected to the old device and noise was observed again. Noise was not due to oversensing and complete noise and no identification of any normal heart activity. Physician opted to replace the lead at this point. The rv lead was suspected to have a fracture. The lead was capped on (B)(6) 2018 and a new lead was implanted with no difficulty. Patient was stable prior, during and post procedure and discharged. New information received noted that during an unrelated procedure, the rv lead was explanted.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in three pieces. Visual inspection of the lead found one under the right ventricular shock coil abrasion breaching the ring electrode cable lumen. One of the ring electrode etfe cable coating was abraded. The cause of the reported event was isolated to under the right ventricular shock coil abrasion breaching the ring electrode lumens and exposing one of the ring electrode cable.